Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the catheter was explanted/replaced on (B)(6) 2017 and not on (B)(6) 2017 as previously stated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical source. It was reported that the patient¿s baseline weight is (B)(4). It was reported that the cause of the occlusion was not determined. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-26, additional information was received from a healthcare professional (hcp) via a clinical study. It reported the cause of the prolonged motor stall was not determined and there was no contributing factors indicated. No further complications were reported/anticipated.

Manufacturer narrative:
Medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter.

Event description:
On (B)(6) 2017 , information was received from a healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient who was receiving baclofen (500 mcg/ml at a dose of 270 mcg/day) dilaudid (7.5 mg/ml at a dose of 4.0500 mg/day) and clonidine (600 mcg/ml at a dose of 324 mcg/day) via an implantable pump used for non-malignant pain. On (B)(6) 2017, the patient reported uncontrolled pain and spasticity (decreased therapeutic relief). A catheter access port (cap) contrast study was performed on (B)(6) 2016. The catheter was unable to aspirate catheter and a possible catheter occlusion was suspected. The patient was scheduled for a catheter revision. It was stated, "as the patient had also recently experienced a prolonged motor stall, it was determined the pump would be replaced at that time, as well". On (B)(6) 2017, surgical observation confirmed the catheter occlusion. The event resolved without sequelae on (B)(6) 2017.